Event description:
The customer stated a (B)(6) architect troponin result was generated for one patient sample on the architect (B)(4) analyzer. The sample generated an initial result of 0.18 ng/ml on the architect. The sample was repeated on a backup (B)(4) analyzer and generated a negative result of <0.01 ug/l. The sample was repeated again on the architect generating a result of 0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.